Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found frayed grip cable at the distal clevis hub. The frayed strands stuck out at the wrist. In addition, the grip cable was noted to have gotten derailed at the distal idler pulleys. The grip cable was found seated on the outermost pulley and the grip close cable was exposed on the outside of the pulley, thereby causing non-intuive yaw motion as a result. The other cables at the wrist were not damaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed the cable wires at the tip of the large needle driver instrument had broken and frayed. No patient harm, adverse outcome or injury was reported.